Event description:
Physician and nurse changed concentration and rate setting-pt experienced withdrawal. Follow-up with hcp revealed in 2002 at refill, pt's prescription was changed to increase the concentration of the drug. The rate was modified to deliver same daily dose as prior to refill. Pt was upset as they had understood that both rate and concentration were to be increased. Pt returned next day and rate was increased. Pt was very anxious but no signs of narcotic withdrawal were noted at that time.